Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3l0980s) unknown endo gia sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic wedge resection of the lung, when using the device, it was found that the device had a failure firing the staples. After replacing it with another one, it still did not work. To resolve the issue, it was changed to the third one, and the staple firing was normal.

Event description:
According to the reporter, during a thoracoscopic wedge resection of the lung, when using the device, it was found that the device had a failure firing the staples. It was noted that the handle could not be squeezed when initially fired. After replacing the handle with another one, it still did not fire. To resolve the issue, it was changed to the third handle, and the staple firing was normal. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.